Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve implanted in tricuspid position for 9 years and 23 days underwent a valve-in-valve procedure due to severe stenosis. Patient presented with dob and edema, with nyha class IV. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve. Patient transferred to recovery without issue. The procedure was tolerated well without complications. The patient left the cardiac catherization hemodynamically stable.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date UDI, h4, h6 health effect - clinical code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve implanted in tricuspid position for 9 years and 23 days underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 29mm 9600tfx transcatheter valve. Patient transferred to recovery without issue.

Manufacturer narrative:
Additional manufacturer narrative: the device not was returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted if new information is received or upon completion of the investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.